Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-05242011-002-r. This ipg serial number was included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site while sitting. Also the patient stated the scs system was not being used for past three years. The patient has requested a system explant at this time. Surgical intervention may be taken at a later date to address the issue.